Manufacturer narrative:
The customer reported a complaint that "the thermogard ivtm system (serial # (B)(4)displayed tcmid:05 (coolant diff failure) error message was confirmed during event log review and functional testing. The root cause for tcmid:05 error message was the lm34 a/b temperature sensor failure, likely attributed to wear and tear. The thermogard console was manufactured in january 2018 and has reached its expected serviceable life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid:05 error message, thus confirming the reported complaint. The lm34 a/b temperature sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
Customer reported that the thermogard xp ivtm system (serial # (B)(4) displayed "tcm ID:05" (coolant diff failure) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.